Manufacturer narrative:
Block e1 (initial reporter city): (B)(6) block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the wire anchor was dislodged from the catheter, and the cutting wire was kinked. Additionally, the working length was torn at the proximal pierce hole towards the proximal section of the device, displacing the cutting wire from its position. These findings were consistent when the device was observed under magnification. No other problems with the device were noted. The reported event of cutting wire break was confirmed as upon analysis it was found that the wire anchor was dislodged from the catheter. Based on the condition of the device, the problem found could have been caused most likely due to procedural or anatomical factors encountered during procedure affecting device performance and its integrity. Additionally, the cutting wire was kinked and the working length was torn. These conditions suggest that a traction force was applied to the cutting wire and it was pulled proximally until it torn the catheter and it could have dislodged the anchor/wire from the catheter. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) , 2021. When the stonetome was checked outside the patient for its bowing condition, the cutting wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. When the stonetome was checked outside the patient for its bowing condition, the cutting wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.